Manufacturer narrative:
Extended investigation has been performed with the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Thus, this case is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a realme 9 pro-13 phone and operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "convulsion." Customer self-treated with "carbohydrates." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a realme 9 pro-13 phone and operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "convulsion." Customer self-treated with "carbohydrates." There was no report of death or permanent impairment associated with this event.